Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's postoperative improvement was not satisfactory and the patient was still having difficulty walking. The patient was currently hospitalized in a rehabilitation hospital. It was unknown if there was more than a 50% reduction in symptoms. It was unknown if there were any expert opinions. Effective measures had not been taken and were not planned to be taken. Troubleshooting was unknown. The patient was currently observing at the hospital. No further complications were reported as a result of this event. Additional information was received. The patient's family members did not answer the main symptoms of the patient before their surgery. Presently, the recovery situation was not good and it was necessary for the patient to stay in bed and they were unable to act. The patient was implanted for the first time on (B)(6) 2008 and the course of the disease was longer. It was also reported the patient had a serious pulmonary infection in the ICU ward at the end of the patient's implantation.